Manufacturer narrative:
E1: initial reported facility name: (B)(6). The device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were subjected to visual and microscopic examination. Visual inspection revealed no damage. Microscopic examination identified a longitudinal tear in the balloon, located approximately 6 mm from the tip and measuring about 20 mm in length. Examination of the remaining device components revealed no additional damage or irregularities. Product analysis confirmed the presence of a longitudinal tear in the balloon.

Event description:
Reportable based on the device analysis completed on 22aug2025. It was reported that the balloon failed to inflate. The stenosed target lesion was located in the internal carotid artery. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon failed to dilate after reaching nominal pressure. It was inflated twice for 15 seconds at 6 atmospheres without successful dilation. The procedure was completed using with another of the same device. There were no patient complications reported. However, returned device analysis revealed longitudinal tear in the balloon.